Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during its preventive maintenance testing the external pulse generator failed its sensitivity test. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis could not confirm customer comments of a failed sensitivity test, the device passed all incoming functional tests. The device passed on sensitivity at the sigmapace bench tests. Replaced mainboard as preventive. It was additionally noted that the lower case was damaged next to the battery drawer, the hanger assembly was broken, the output connectors were broken and the display wire insulation was pinched, the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.